Event description:
Event description cpi received information that this implantable cardiovertor defibrillator (ICD) was experiencing oversensing. The ICD remains implanted, no further information is available at this time.